Event description:
The surgeon reported he saw metallic particles in the incision when the knife was removed. The particles were shiny and their size was about 0.25 mm. The particles remained encrusted into the wound and the surgeon could not remove them. The surgeon did not know if they went into the eye, but he did not see them inside. Per surgeon, it was not the first time it occurred. For three or four months, the surgeon has regularly observed those particles (around 15 or 20% of his procedures). He thinks that they come from the knives he uses. No clinical complications have been reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).